Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 165 ohms. The shock impedance was noted to have increased over time. Boston scientific technical services (ts) indicated there are no sudden increases in shock impedance and discussed calcification build-up on the lead with the healthcare provider (hcp). Ts provided guidance to consider performing a maximum energy commanded shock test and discussed the difference between high daily measurement shock impedance and shock impedance associated with an actual delivered shock. Ts also noted that if the shock impedance exceeds 145 ohms with a delivered shock, the waveform is truncated, and the resulting shock is monophasic. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a different hcp from a different healthcare facility (hcf) subsequently contacted ts about the gradually rising shock impedance measurements. It was noted that a commanded shock test was performed approximately six months ago, and the associated shock impedance was 124 ohms. The daily measurement value was noted to be around 170 ohms at the time, there was an artificial drop after the commanded shock test, the daily measurement has subsequently increased to approximately 190 ohms, there was a signal artifact monitor (sam) episode due to a failed respiratory rate trend (rrt) sensor check associated with the high rv shock impedance and the shock impedance in the rv coil to device can vector is greater than 200 ohms. Ts discussed it is likely very close to 145 ohms associated with shock delivery, so it is time to consider replacing the rv lead as there is concern with the ability of the lead to actually deliver a high energy shock. The hcp agreed and noted they will discuss this with the physician. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 165 ohms. The shock impedance was noted to have increased over time. Boston scientific technical services (ts) indicated there are no sudden increases in shock impedance and discussed calcification build-up on the lead with the healthcare provider. Ts provided guidance to consider performing a maximum energy commanded shock test and discussed the difference between high daily measurement shock impedance and shock impedance associated with an actual delivered shock. Ts also noted that if the shock impedance exceeds 145 ohms with a delivered shock, the waveform is truncated, and the resulting shock is monophasic. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.